Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (44 mg/dl). Contact stated they believe pump settings need to be adjusted. Customer ate candy to bring bg levels back to target range. Subsequently, the customer's bg level became elevated (400 mg/dl). Customer delivered an extended bolus to bring bg levels back to target range. At the time of the report customer's bg levels had lowered to 218 mg/dl.